Manufacturer narrative:
The investigation of low pump flow and vascular damage - peripheral vessel has been completed. The data log review shows a motor current spike and a spike in purge pressure on (B)(6), indicating a potential clot or tissue interaction with the pump and purge gap. A large motor current spike is seen on (B)(6), immediately followed by frequent impella position in aorta alarms, a decrease in motor current pulsatility, and a drop in p level. Flow rates still remain within expected range for the p level, although they have decreased. Clinically, is it of note that this patient was not on anticoagulation. Based on this evidence, it is likely the decreased flows are due to clot ingestion. Hematuria was reported while on support and heparin was removed. The cause of the vascular damage peripheral vessel, hematuria, was not determined due to lack of clinical information and the relation to impella is unknown. B1 revised from the initial manufacturer device report number 1220648-2024-12620 to reflect both adverse event and product problem d4 model number was inadvertently entered incorrectly on the initial manufacturer device report number 1220648-2024-12620. E4 should have been left blank on the initial manufacturer device report number 1220648-2024-12620 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report 1220648-2024-12620 in accordance with updated procedures. H6 codes revised from the initial manufacturer device report number 1220648-2024-12620 to reflect the omitted health effect - clinical code and health effect - impact code.

Event description:
The user facility reported a 66-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella 5.5 support and while on support, the patient had a nose bleed. Anticoagulation was withheld and one unit of blood products was provided. Additionally, the patient had hematuria and anticoagulation was withheld again. Furthermore, there was a spike in aic (automated impella controller) fields noted. Impella in aorta alarms were present with decreased flows, maps (mean arterial pressure), motor current and purge flows. The doctor felt that the patient was intravascularly dry and the septum was occluding the intake area. Staff confirmed proper position and echo did not detect a thrombus.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿